Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and was unable to duplicate the alleged malfunction. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. Covidien reference # (B)(4).

Event description:
It was reported by a customer in the USA state, during patient use, an 840 ventilator generated an alert code. The patient was removed from the ventilator, and placed on an alternate unit. There was no reported patient injury